Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record was not performed because the lot number was not provided. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the lot number was not reported. The root cause of the reported device damaged by another device is related to user error. The entrapment of the second device likely occurred as a result of an IFU (instruction for use) deviation, because the device was deployed with the guide wire still inside the patient. Consequently, to free the entrapped device, the physician unintentionally cut the suture of the successfully deployed device thinking it was the entrapped device¿s suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed emdrs, the following clarification to the reported information was noted: the second prostyle device was deployed while the guide wire was still in the patient and the suture of the first prostyle device was unintentionally cut as it was mistaken for the second suture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with prostyle devices using the pre-close technique prior to a heart pump interventional procedure via a 5f sheath. Deployment of the first prostyle suture was successful. When attempting to deploy the second prostyle device, the device became stuck. To remove the stuck device, both sutures were cut which freed the device. The use of prostyle devices and the pre-close technique were abandoned. The heart pump was implanted and a sheath was left in for temporary hemostasis with the heart pump device. Despite a minor delay, the procedure went well. The patient was transferred to the intensive care unit; however, passed away during the night. The physician reported the death was unrelated to the issues with the prostyle devices. No additional information was provided.